Manufacturer narrative:
Batch review performed on 16-01-2024: lot 2306774: (B)(4) items manufactured and released on 13-07-2023. Expiration date: 2027-06-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional implant involved, batch review performed on 16-01-2024: reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) lot 2201466: (B)(4) items manufactured and released on 31-05-2022. Expiration date: 2027-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months from primary the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully.